Event description:
The pt has reportedly experienced bulging and movement at the implant site. In addition, the pt is also reporting experiencing intermittencies with the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing showed out of range impedances. Surgery to explant the pt's device will be scheduled.